Event description:
Upon unswaddling infant, peripherally inserted central catheter (PICC) line tubing snapped from under transparent film dressing; the PICC line broke easily without much force. Transparent film dressing remained intact and appeared occlusive with remaining PICC line secured under dressing about 1cm from perimeter of the transparent film dressing. PICC line was removed; measured catheter length and determined that all was removed without issue.